Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced right ventricular failure following a lvad exchange. The patient required temporary va ECMO following cpb. The patient required multiple blood products for bleeding post-operatively. At last report, the patient remained hospitalized requiring multiple vasoactive drugs and biventricular support in the ICU. The device was not returned to the manufacturer for evaluation as it remains implanted. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding and right heart failure are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2014 that a patient experienced right ventricular (rv) failure following a left ventricular assist device (lvad) exchange. It was reported by a member of the medical team that the patient was noted to have gross pulmonary edema with pump parameters of 0.3 liters per minute (l/min) and 0.9 watts (w) following weaning of cardiopulmonary bypass (cpb). The patient was placed on venous-arterial (va) extracorporeal membrane oxygenation (ECMO) for cardiovascular support. The patient was transported to the intensive care unit (ICU) requiring multiple high dose intravenous (IV) vasoactive drugs and blood products due to surgical bleeding and the patient's chest remained open. Post-operatively, the patient required transfusion of 14 units of packed red blood cells (prbc) and 6 units of fresh frozen plasma (ffp). On (B)(6) 2014, the patient was taken back to the operating room (or) for chest washout and pump evaluation. It was reported that the patient was removed from full va ECMO and switched to temporary right ventricular assist device with ECMO at this time by a member of the surgical staff. On (B)(6) 2014, it was reported that the patient remains sedated in the ICU on biventricular device support, ECMO, and high dose vasoactive medications. The pump remains implanted in the patient and was not returned to the manufacturer for evaluation.